Event description:
Procedure: IV insertion, angiocath inserted, button for retracting the needle would not work. The needle would not retract. No known harm to patient. IV not saved, but packaging was.